Event description:
In a customer experience survey, this patient reported having a previous infection, being hospitalized, and having unspecified blood pressure issues while previously on peritoneal dialysis (pd)modality and needed to discontinue peritoneal dialysis treatment. It is unknown if the patient was utilizing fresenius products when these events occurred. No further information is available despite serval follow-up attempts.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if the patient was utilizing fresenius products when the infection occurred. No additional information was obtained despite multiple due diligence attempts. Upon review of the information in the file, currently there is no allegations, nor is there any objective evidence that an adverse event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
In a customer experience survey, this patient reported having a previous infection, being hospitalized, and having unspecified blood pressure issues while previously on peritoneal dialysis (pd)modality and needed to discontinue peritoneal dialysis treatment. It is unknown if the patient was utilizing fresenius products when these events occurred. No further information is available despite serval follow-up attempts.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the delivery system from this facility regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation and no DHR review was not performed since the lot number is unknown and no information was found on the delivery system, the alleged event could not be confirmed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.